Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: video cuts in and out. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be coming from ccu, hub or monitor.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.